Manufacturer narrative:
Evaluation summary: the customer indicate the use of a cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece and viscoelastic indicated are not qualified for use with this cartridge. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the seventh postoperative day the patient reported that she started to be aware of blurred vision the past two days. Cell in the anterior chamber and descemets folds were observed. Infection could not be denied, thus eye drops were added. The following day iritis and corneal edema was improved. It was considered as toxic anterior segment syndrome (tass), thus the eye drops were stopped. The does of steroids were changed to eight times a day. Three weeks after surgery the cells in the anterior chamber had decreased and there were no descemets folds. The steroid was stopped.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the surgeon, who describes additional details of the events reported. On the seventh postoperative day keratic precipitates 3+ and anterior chamber flare were also observed. The surgeon's explains that the iritis was confirmed with mild hyperemia and no hypopyon. The event was determined as non-infectious, because only steroid eye drops were used and there was no aggravation.

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced inflammation and corneal edema. The patient is currently under postoperative observation. The lens remains implanted. Additional information was provided which indicates that the patient experience vision loss on the fifth postoperative day. Two days later, iritis and corneal edema were observed requiring antibacterial drug treatment. Steroid were started "four times a day, two hours at a time". The iritis and corneal edema symptoms are improving. The patient problem was documented as aseptic endophthalmitis. A bacterium inspection was not performed. Additional information has been requested.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).